Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v145015, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator replaced and they could not feel stimulation or the new device working. When the patient used their programmer to check the device, a power on reset (por) message was seen. The patient was unable to adjust stimulation and device was not turning on. The cause of the por was indicated to be interference from electro cautery. It was noted that impedances were ¿fine.¿ the representative was able to sync with the device and reset the programs the same day. ¿everything was great¿ following this and the patient recovered without permanent impairment.